Manufacturer narrative:
Other text: one cadd cassette reservoir and three pictures were returned for the evaluation of the reported issue. One picture showed a cassette product from part number 21-7302-24 in used conditions with slide clamp activated and with red cap. Picture two showed the front view of a cassette product from flow stop model. Picture three showed the top view of a cassette product from flow stop model. A visual inspection was conducted at a distance of 12? To 16? Under normal conditions of illumination to detect sample conditions that could cause functional issues. The sample don't present any damages, scuffs, pinch marks, cracks, crazing, etc. That could have caused the failure mode reported. The pump passed the tube height test and accuracy test. The complaint was not confirmed due to samples were tested and no alarms were activated.

Event description:
Information was received indicating that during pre-test of a smiths medical cadd cassette reservoir, an alarm was noted with no message. No patient was involved in this event. No adverse effects were reported.